Event description:
The nurse reported the system shut down three times. This occurred whenever they would move the footswitch. The system was rebooted and they were able to complete the cases. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The footswitch and cable were replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).